Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. The subject had a stent fracture previously identified in the distal region of the device. This was reported under MDR number 3011632150-2019-00102 and MDR supplemental 3011632150-2019-00102_01. As the restenosis involved the distal third of the sfa to proximal popliteal segment. There is no indication that the previously reported stent fracture had any link to this restenosis event. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of occlusion/restenosis are listed in the biomimics 3d instructions for use and are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available a follow-up report will be submitted.

Event description:
The patient was treated as part of the mimics-3d european post-market observational study on (B)(6) 2017. At index procedure (B)(6) 2017), the patient presented with a de-novo occlusion of the segment involving the proximal popliteal of the left leg. There was one biomimics stent implanted. A 6.0 x 125mm stent. On (B)(6) 2020 a restenosis of the treated segment (target lesion) was identified. Percutaneous intervention involving a target lesion revascularisation (tlr) took place on the (B)(6) 2020 on the segment of the distal third of the sfa to the proximal popliteal artery. The intervention included drug coated balloon / drug eluting balloon. The outcome of the event is that it has resolved and patient has recovered. The device remains implanted.